Manufacturer narrative:
Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim #(B)(4).

Event description:
The facility representativel reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault with rotation. The lens was removed and replaced intraoperatively for a longer length lens. The cause of event is unknown.